Event description:
"It was reported that infection, (B)(6)."

Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper cocr lfit head 40mm/+0, cat# 06-4000, lot# mlj4ew. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was not made available either. Should additional information become available, the evaluation summary will be submitted in a supplemental report.